Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted (B)(6) 2020 with signs and symptoms of gi bleeding in the setting of international normalized ratio (inr) greater than 9 and low flow alarms. Patient admitted and received 6 units of fresh frozen plasma and 2 units of blood. Low flow alarms resolved and bleeding subsided. Patient was discharged to rehab but transitioned to hospice care (due to ongoing failure to thrive and confusion) and passed away (B)(6) 2020. It was reported that gi bleeding was confirmed. The patient had an egd and a single bleeding angiodysplastic lesion in the duodenum that was treated with argon plasma coagulation. The patient had symptoms of fatigue. The patient failed to thrive and experienced confusion. The patient and family agreed the patient was ready for hospice. The death was not considered to be device related. The device operated as expected. The device will not be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low flow alarms could not be confirmed as no log files were submitted for evaluation. Although, a specific cause for the bleeding and low flow events could not conclusively be determined through this evaluation, the account said they resolved after blood transfusions. Additionally, a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. It was reported that the patient was admitted on (B)(6) 2020 with gastrointestinal (gi) bleeding with international normalized ratio (inr) greater than 9 and low flow alarms. The patient received 6 units of fresh frozen plasma and 2 units of blood. The low flow alarms resolved, and bleeding subsided. The patient was discharged to a rehab; however, they were transitioned to hospice care due to ongoing failure to thrive and confusion. The patient expired on (B)(6) 2020. Per additional information from the vad coordinator, the gi bleeding was confirmed. An egd was performed and revealed a single bleeding angiodysplasia lesion in the duodenum that was treated with argon plasma coagulation. The patient had symptoms of fatigue. Additionally, the events leading to the patient¿s death included failure to thrive, confusion and the patient and family were ready for hospice care. The death was no considered to be device related. The device was operating as expected and will not be returned for evaluation. The patient expired on (B)(6) 2020. No product is available for investigation. The relevant sections of the device history record for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 07jun2019. The current heartmate 3 lvas instruction for use (IFU) lists bleeding and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system in section 1 ¿introduction¿. Section 6 ¿patient care and management¿ provides information regarding anticoagulation, including the recommended inr values. Section 4 entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow, such as hypertension. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Heartmate 3 lvas patient handbook, section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.